Manufacturer narrative:
There was no evidence of blood on the received device. No damages or defects were observed on the formed needle and bottom housing that would contribute to bleeding/bruising at the pod infusion site. Pod download data showed 0x40 hazard alarm, indicating safety sensor maximum open count exceeded. Timeouts and drive stall were observed in the data towards the end of pod operation. Generation of the alarm stopped the delivery of insulin. The actual cause of the alarm generation could not be determined. The exposed portion of soft cannula was found to be flattened. It could not be determined when this damage to soft cannula occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 345 mg/dl while wearing the pod between 4 and 24 hours on the back. For treatment, the patient changed out the pod for a new pod.